Event description:
Pt was implanted with a 6.0 mm ti soft rod 500 mm from t10-s1 unilaterally on an unk date in 2008. Post implant, the rod was noted as broken and pt was returned to the operating room on (B)(6) 2012 for removal of all hardware. Pt was not revised to any add'l hardware.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.